Event description:
Son of home patient (hp) reported the home patient felt full, as if he was overfilled, while using the homechoice cycler for apd therapy. According to home patient's son, the home patient has a last fill of 2000 ml, which he does not remove until the initial drain phase of therapy using the homechoice cycler. Home patient's son reports the home patient drained out 864ml of the 2000 ml during the initial drain when the homechoice advanced into the first fill. According to the home patient's son, the volume of fluid removed in the intial drain was less than the programmed initial drain alarm setpoint of 1400 ml, indicating an incomplete initial drain had occurred. Home patient's son relates as the first fill continued he noted the home patient appeared "puffed up" and placed the homechoice into a manual drain. Home patient's son states he was unable to drain out a significant amount of fluid during the manual drain. After the manual drain completed the homechoice resumed filling the home patient with the programmed volume of 2000 ml. During fill the home patient discontinued therapy using the homechoice cycler. According to the home patient's son, the home patient removed approx 3300 ml during a manual exchange after discontinuing therapy using the homechoice. Home patient's son states the home patient completed therapy for the night by performing manual exchanges and subsequently called baxter to request a homechoice cycler replacement. According the home patient's son there was no pt injury or medical intervention as a result of this incident.